Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 3.50 x 24 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage with struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage at the distal edges of the tip. A visual and tactile examination of the hypotube shaft identified multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 20nov2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified midsection of the left circumflex artery with a tortuosity of over 90 degress. A 3.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable. However, returned device analysis revealed a stent damage.